Event description:
The complainant reported the yellow luerlock on the purge system was broken. There was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the yellow luer damage has been completed. Pump was not returned for investigation. Without the pump back it is not possible to investigate the complaint. Clinical mentioned that the yellow luer lock of the sidearm was broken. Therefore, the root cause of the purge leak issue was a leak from the sidearm but the exact location of the leak was unknown. Corrections to the initial MFR report: added d6a/d6b.